Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a motor error alarm on the insulin pump when rewinding. Customer stated that they were unable to complete the rewind sequence. It was also noted that the insulin pump had a failed battery test alarm. Customer's blood glucose reading at the time of the call was 256 mg/dl and has treated with a manual shot. No further information reported.